Event description:
The customer reported the patient self-removed the duotube and the rn noticed that the bottom 8cm were missing. The provider was notified and a kub confirmed retention of the duotube. A gi consult was ordered and a bedside egd was performed the next day to remove the duotube. No complications were noted.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
Please disregard the event date of 04-nov-2025 which was incorrectly documented on the initial report (1423537-2025-00457). Per the reporter, this event occurred in october of 2025. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. All processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported condition. Based on all available information, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.